Manufacturer narrative:
Analysis was normal. Interrogation, visual and preliminary tests were normal. The device was above the elective replacement indicator when tested. No anomalies were noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2021-36024; 2017865-2021-36022. It was reported that the patient's system was explanted and replaced due to an infection. The patient was in good condition following the procedure.